Event description:
The customer called to report "no delivery alarms". The customer also stated that they were treated and released in the emergency room in 2005. Advised customer to change the site and contact to the help line if further help is needed.